Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, arm 1 was dropping down during a surgical procedure. The customer confirmed that nothing had been touching the arm when the incident occurred. It was noted that a bariatric cardiac case was being performed at the time, and a hard power cycle on the patient side cart (psc) was not able to be performed due to the active case. A review of the system logs revealed several 100 errors on the arm 1 flex. The case was continued while the issue was ongoing.